Manufacturer narrative:
Result: the catheter appears to be fractured approximately 95.0 cm from the distal tip in the middle of the polymer material and not at a material junction. The fracture location shows evidence of material deformation. In addition, the material in the lumen of the catheter is damaged. There is also a kink in the distal shaft approximately 55.2 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the pxslim045 fractured when the terumo 016 guide wire was being retracted. The returned catheter was fractured in the proximal shaft in the middle of the polymer material. The catheter is also kinked in the distal shaft. Based on the description of the event and the evaluation of the returned device it this device issue was likely due to improper handling when manipulating the device in the patient. All lots are tested for tensile strength and all units tested in this lot passed. If the device is manipulated in such a way that the force exceeds the tensile strength of the material, a break is likely to occur. The damage to the lumen of the catheter likely occurred when removing the guidewire from the inside of the catheter after it was broken. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician reported that during the procedure, the px slim microcatheter ruptured about 50 cm from the proximal end while in the aneurysm. The physician felt a little resistance when pulling back the guide wire. The physician removed the px slim from the patient with no adverse effect on the patient.